Event description:
It was reported the patient presented in clinic after receiving an inappropriate hv therapy. The device exhibited post-paced t-wave oversensing. Programming changes were made and patient is doing fine.

Event description:
Additional information received indicated that the device was explanted and returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis was normal. No anomalies were found.